Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nighttime low blood glucose events while using the ilet bionic pancreas, with device alerts for low and urgent low glucose and ilet report showing two brief lows, including a nadir of 58 mg/dl and another of 69 mg/dl, each lasting approximately five minutes; the caregiver did not administer carbohydrates during sleep and was advised to contact the healthcare provider about adjusting the target range. Symptoms included hypoglycemia without loss of consciousness or other immediate effects. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included complaint intake, review of device-reported glucose data, and user troubleshooting and education. Investigation of this case revealed no device malfunction and an unclear cause for hypoglycemia, consistent with transient low glucose alerts without clinical sequelae. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.